Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10681, 1627487-2019-10684. It was reported that patient experienced ineffective stimulation. Troubleshooting did not resolve the issue. Diagnostics revealed high impedance in one of the lead. As a result, both leads were explanted and replaced. Effective therapy restored post- operatively.